Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the superficial femoral artery, a balloon rupture occured. The vessel was heavily calcified with moderate vessel tortuosity and 70% stenosis seen. There were no anomalies noted during product inspection or when prepping device. An indeflator was use for balloon inflation, however, the report indicated that at 10 atm balloon reputred. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing. Engineer's report is completed and included with this report.

Manufacturer narrative:
The intended procedure was pta of the sfa in a male patient. There was heavy calcification, moderate vessel tortuosity and 70% stenosis. The product appeared "perfect" when inspected prior to use, was prepped according to the IFU and no anomalies were noted during prep. It was reported that balloon ruptured at 10 atm. No additional patient or procedural details were provided. The product was not returned for analysis. Review of the manufacturing route sheets revealed no complaint related anomalies. Lot history reviews revealed one report of this type for this lot number to date. The exact cause of the reported balloon burst could not be determined without the actual product returned. Conclusion: in this case, lesion/vessel charcateristics likely contributed to the reported event.